Event description:
On (B)(6) 2012, it was reported that there was insulin in the cartridge compartment of the infusion device that had leaked from the insulin cartridge. The pt's blood glucose level was elevated, but correction with the infusion device was possible. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device and insulin cartridge were requested to be returned for evaluation.

Manufacturer narrative:
The incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.